Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The device was replaced and returned to guidant for analysis.